Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch ultraeasy meter read inaccurately high compared to her feelings. This complaint was originally classified based on the customer service representatives (csr) documentation, since the patient could not be reached by phone to obtain additional information; however, re-classified based on additional information provided by the lfs sales representative on 09/09/2014. Based on initial documentation, the patient reported that on (B)(6) 2014 at 10:00 p.m. She developed symptoms of ¿hypoglycemia, sweating, trembling, and increased heart beat¿. In response to the symptoms, she tested her blood glucose with the subject meter at 10:03 p.m. And obtained an alleged high blood glucose reading of ¿110 mg/dl¿. The patient felt the meter read inaccurately high compared to her feelings. The patient manages her diabetes with insulin (unknown type, self-adjuster). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. It is also not known if the patient received any treatment in response to the symptoms developed. On (B)(6) 2014 at 10:00 a.m., the patient stated she went into her doctor¿s office for a visit. The patient¿s blood glucose was tested and she obtained a reading of ¿152 mg/dl¿ with the subject meter and ¿121 mg/dl¿ with another device (doctor¿s meter, contour). Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%. The patient reported that her health care professional (hcp) ¿increased her usual 24 hour insulin dosage from 18 units to 20 units¿. On 09/09/2014, lfs (B)(4) received additional information stating that the patient took an increased dose of insulin (unknown type and dosage) in response to the alleged inaccurate reading(s) obtained with the subject meter. At an unspecified time after the alleged issue occurred, the patient developed symptoms of ¿hypoglycemia¿ and after ¿3 days of hypoglycemia¿, the patient was ¿admitted to the hospital¿. It is not known what treatment the patient received while hospitalized. During initial troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. No replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.